Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that a perforation occurred with the lead. It was further reported that the lead was discarded and no further information was able to be obtained from the hospital. No further patient complications have been reported as a result of this event.